Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance a clearlink primary set, product code (B)(4), lot number unknown, in which a no flow was detected with the upper y-site in the oncology department during an infusion. The medication being administered has not been identified. There was patient involvement, but there was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in three (3) companion samples for an evaluation. Both y-sites on all three samples were visually inspected for re-knit. None of the 6 y-sites displayed a re-knit condition. All three samples were then spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. An in-house secondary set was also spiked into an in-house solution bag containing reverse osmosis water and re-primed. The secondary set was then individually attached to both y-sites of each primary set and checked for flow. All (6) y-sites followed normally with no re-knits noted. No defects were noted. Because all three samples performed as designed; the complaint will not be confirmed; and the cause of the condition was undetermined. A batch review could not be performed as the lot number is unknown.